Event description:
It was reported that in the clinical trial the subject flow diverter was implanted in a patient to treat aneurysm in the left internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2021. Post procedure the patient started to experience blurry vision initially only in the right eye on (B)(6) 2021. Updated information received on 18-apr-2021 indicates that this issue was in both the eyes. On (B)(6) 2022, the imr (designated cec member) has assessed the blurry vision changes in the patient had possible relation to the subject flow diverter, the procedure, the dual antiplatelet therapy and other devices used during the procedure. No other information is available.

Event description:
It was reported that in the clinical trial the subject flow diverter was implanted in a patient to treat aneurysm in the left internal carotid artery-ophthalmic (c6 segment) on (B)(6)2021. Post procedure the patient started to experience blurry vision initially only in the right eye on (B)(6)2021. Updated information received on (B)(6)2021 indicates that this issue was in both the eyes. On (B)(6)2022, the imr (designated cec member) has assessed the blurry vision changes in the patient had possible relation to the subject flow diverter, the procedure, the dual antiplatelet therapy and other devices used during the procedure. No other information is available. 1-dec-2022: additional information received reported 50-75% stenosis noted within subject flow diverter on12 month follow-up imaging.

Manufacturer narrative:
Additional information received on 1-dec-2022, reported that 50-75% stenosis within subject flow diverter was noted at the 12month follow up. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to 'patient parent vessel stenosis' in this complaint.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that there was blurry vision in the right eye, 18- april-2022: edc indicates that this new or worsening visual symptoms were in both eyes (bilateral), permanent visual impairment, hemianopia, nihss=1 greater than 24 hours, site reports in edc that no action or treatment was given for the ae. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported 'patient neurological deficit' for this complaint.

Event description:
It was reported that in the clinical trial the subject flow diverter was implanted in a patient to treat aneurysm in the left internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2021. Post procedure the patient started to experience blurry vision initially only in the right eye on 09-aug-2021. Updated information received on 18-apr-2021indicates that this issue was in both the eyes. On 11-apr-2022, the imr (designated cec member) has assessed the blurry vision changes in the patient had possible relation to the subject flow diverter, the procedure, the dual antiplatelet therapy and other devices used during the procedure. No other information is available.